Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient had passed out while at home and emts had observed a rhythm of 100 bpm. Additional information received during follow-up indicated the device was checked and seemed to be working fine. EKG was normal. The patient also reported as stable and is scheduled for device monitoring in the clinic. The device remains is use. No further patient complications have been reported as a result of this event.